Event description:
Same case as MFR#: 2134265-2010-02402, 2134265-2010-02960, 2134265-2010-02948. It was initially reported that the physician repeated the attempt using the same devices but again the guidewire stuck. Additional information received revealed that another f/g flexima us/8/24 stent and amplatz superstiff guide wire were used the second time and there were still difficulties positioning the stent.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR#: 2134265-2010-02402, 2134265-2010-02960, 2134265-2010-02948. It was initially reported that the physician repeated the attempt using the same devices but again the guidewire stuck. Additional information received revealed that another f/g flexima (B)(4) stent and amplatz superstiff guide wire were used the second time and there were still difficulties positioning the stent.

Manufacturer narrative:
Device evaluated by manufacturer: the condition of the returned unit was consistent with the complaint incident that the guidewire could not be removed. During the evaluation the stent was found to be kinked. The flexible cannula was not returned for evaluation. From the damage to the stent it appears that during use the stent kinked, most likely collapsing on the flexible cannula inside the stent. The collapsed flexible cannula most likely collapsed down onto the guidewire not allowing the guidewire to be removed easily. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-02402. It was reported that during a ureteral stenting treatment procedure there were difficulties positioning the stent. The physician attempted placing the f/g flexima us/8/24 stent but the ampltz guidewire could not be removed. The stent and guidewire were removed together. The physician repeated the attempt using the same devices but again the guidewire stuck. The devices were removed together and the procedure was completed with another device. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)